Manufacturer narrative:
The external visual inspection revealed a dented bottom cover prior to receipt. In addition, the contact pad at one of the electrode was missing which is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken antenna coil wires. System lock was lost while manipulating the antenna. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective has been implemented. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Event description:
The patient reportedly experienced intermittencies and loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.